Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient called regarding an external device. Patient stated their "machine went out and they can't get therapy going". When they go to connect, they see a message stating "is communicator powered on?". Patient then stated it was working normally. The reason for call was patient stated they want the device out of their back. Patient repeated previously documented information that the first battery wasn't charging and they replaced it (see general text) and that was fine and dandy and then they had to go back and have surgery again and they have the same pain no matter what. Patient stated the shots they were getting before were working and they want to go back to that. Patient has an appointment scheduled with their healthcare provider (hcp) for (B)(6) and noted a rep will be present. Patient was also reporting not found communicator message when attempting to connect through mystimpc. Agent had patient reset communicator and close all apps; patient then connected without issue and reported therapy was on. Patient stated they have called 3 or 4 times (see case history) and we troubleshoot, but then it goes off again to where they can't control it and what happens if they go to the airport and they can't control it; patient commented they are getting frustrated and want the device removed. Agent reviewed communicator sleep mode; patient confirmed they do not have dual adapter. Agent redirected to hcp to further address. Patient added that when they cannot connect through the mystimpc app they can't feel the stimulation in their back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated previously documented information. Patient mentioned the issue is persisting and they were having issues connecting to their therapy settings. Patient mentioned they met with rep on (B)(6) at their hcp's office and they were able to reset everything for them but the issue happening again. Patient mentioned they got the machine in their back and their back was hurting. Agent walked patient through toggling bluetooth off/on and patient tried to connect to their therapy settings but the handset showed not found communicator. Agent walked patient through resetting the communicator and powering off the handset. After 3 minutes, agent instructed patient to turn the handset on, patient opened the mystim app confirming a green and blue light then a green light. Patient then confirmed they were able to connect to their therapy settings. Agent reviewed with patient to close all applications in between use and to monitor. The troubleshooting steps taken on call resolved the issue. Patient commented they see their hcp on the (B)(6) and will tell their hcp to remove the implant.